Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has received the suspect device and is pending an investigation by the failure analysis lab.

Event description:
The customer reported that during overhaul maintenance of this infant flow sipap device, there was noted to be a substance dripping from the blender. When the blender was disassembled, it was found that the diaphragms were oily and that a tube under the blender was discolored and decomposed. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a patient inlet assembly, a balance block diaphragm assembly, 4mm clear polyurethane tubing, and evaluated the device. An evaluation of the patient inlet assembly found that the assembly was cleaned at some point prior to being received by the failure analysis laboratory and the cause of the dissolved areas could not be determined. An evaluation of the balance block diaphragm assembly found a mixture of silicon, aluminum, and chlorine on the discoloration areas. An evaluation of the polyurethane tubing found bentonite (commonly found in cleaning agents/detergents), sulfur, copper, nickel, and zince on the discolored areas of the tubing. Based on the findings of all areas scanned with a scanning electron microscope (sem) and fourier transform infrared spectroscopy (ftir) and since the complete pneumatic assembly was not returned for evaluation and only a few components that were affected were returned, a root cause could not be determined as it is possible that other components that were not returned could have helped to trace the source of the reported issue.